Event description:
Customer called on (B)(6) 2011 reporting that line 301 fitting which supplies autogloss to the cap piercer had broke and was leaking near the pinch rollers of a synchron lxi 725 system. Customer technical support (cts) advised customer to disconnect line at the cap piercer so leaking would stop. Cts also advised customer to run samples without caps until an engineer have replaced the line. Customer reported that no erroneous results were generated as a result of the leak and no injury or exposure to leak was also reported as a result of the incident. Field service engineer was dispatched and replaced the autogloss pump tube and blade wick. Fse then primed autogloss to saturate the wick and repair was verified per established procedures. Customer had not contacted beckman with requests for further assistance with this issue as of (B)(4) 2011.

Manufacturer narrative:
Evaluation result: field service engineer was dispatched and replaced the autogloss pump tube and blade wick. (B)(4).